Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule was placed, but remained retained within the patient. The physician reported that the bravo capsule is still in the esophagus for over 30 days. The patient has complained of mild discomfort, and an x-ray was taken in order to confirm the capsule remained in place. No other known adverse events were reported.